Event description:
On 05 jun 2008, abbott spine became aware of the following event as a result of a post market clinical study. In 2008, the pt underwent a l5-s1 minimally invasive surgery (mis). On an unk date, the pt experienced knee pain, muscle spasms in neck, stiff back, left hip pain, low back pain, and left calf pain. On an unk date the calf pain resolved. Knee pain, muscle spasms in neck, stiff back, left hip pain, low back pain had not resolved. The reporting physician believes that knee pain, muscle spasms in neck, stiff back, left hip pain, low back pain, and left calf pain are not related to the pathfinder pedicle screw system. The physician has no intent for a revision surgery.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse event reported as a result of a clinical study. Eval pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.